Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: following a review of the available information, it has been determined there is no allegation or objective evidence indicating a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectation(s).

Event description:
A peritoneal dialysis (pd) patient reported to fresenius via a customer experience survey response that they discontinued pd treatment after experiencing an unspecified infection as well as problem with their access/catheter. Additional information was requested, however a response was not received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed as no patient identifier or account number was provided to search for the products shipped to the patient for the three (3) month time frame preceding the event occurrence date. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius via a customer experience survey response that they discontinued pd treatment after experiencing an unspecified infection as well as problem with their access/catheter. Additional information was requested, however a response was not received.